Event description:
It was reported that the customer required assistance and went to the emergency room to treat a blood glucose (bg) level. It was not provided if bg level was low or high. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.